Manufacturer narrative:
Involved device, photograph or lot number were not provided for evaluation. Therefore a visual inspection nor a review of phr could be completed. Discarded by facility.

Event description:
Report received of a strap ripping on the sage airtap lc device. It is unknown whether there was patient involvement or any patient or staff injury. Several attempts were made to obtain additional information; however the reporter did not respond. No lot information, product or photographs were provided. Although requested, no additional information was provided.